Event description:
The patient was discharged from the acute care hospital to a skilled nursing facility (snf). The hospital mask was taken along with the patient's home bipap machine. At the snf, the hospital mask was used with the patient's machine. The mask does not provide ventilation of carbon dioxide or moisture and neither did the patient's machine. The patient was found unresponsive with water in the mask. She was hospitalized and had a carbon dioxide level of 172.we looked at hospital masks versus home use masks and do not see any visual indicators on the mask itself that advises against use with other machines. We are going to implement the use of stickers on our masks to say "hospital use only." Ultimately, writing on the mask itself for hospital use only by the manufactures would greatly help. The respiratory department noted that equipment may fit together easily, or it may not but there are all kinds of adapters that can be used so the key would be in a warning on the mask itself.